Event description:
At approximately 1556, call light was pressed and nursing staff entered room to etoposide line unhooked at the female equashield and tubing connection and dripping blood onto the bed. Per rn report, prior to starting the medication, 2 rns ensured that swivel collar on tubing was pulled back, tubing was secured into equashield and then collar was pulled down and tightened. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, equashield (per site reporter). They are sending a cannister to have the device shipped to them for testing.